Manufacturer narrative:
Investigation summary: two photos were received by our quality team for evaluation. From the photos, the topweb of batch 9291746 was observed as well a defect on a used catheter. However, as the photo is not clear, the reported defect could not be seen clearly. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the neoflon pro 24ga 0.7mm od 19mm l india was damaged during the insertion. 500 catheters were reported to be damaged/defective. The following information was provided by the initial reporter: "there is issue in neoflon pro 24 g as it the catheter gets damaged while insertion."